Event description:
It was reported that clinicians contacted arrow clinical support advising a problem with fiber optic catheter. Upon insertion, hemodynamics correlated appropriately. Nothing unusual about insertion. Following surgery, pt was transferred to ICU. The following day, clinicians questioned validity of fiber optic hemodynamics. At this point, pt was already receiving high doses of levophed to treat hypotension.